Manufacturer narrative:
H10, h3, h6: the device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were noted. A functional evaluation was performed. The device was placed on a test charger. The battery reached a full charge. The battery was placed on a test spider 2. The spider 2 was cycled 100 times and the battery did not present a significant drop in power. The complaint was not confirmed. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider 2 tenet battery was not charging. No case reported; therefore, there was no patient involvement all available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.